Event description:
The customer reported via phone call that she needed help programming her insulin pump. Customer's blood glucose was 46 mg/dl. Customer ate food to treat her low blood glucose. Customer stated that it was caused by too much insulin through an injection. Customer also treated it with bread and cheese. Customer was assisted with programming. Customer declined further assistance at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.